Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 30-nov-2017 from a nurse. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had swelling, pain and aspiration. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one. On an unknown date, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (indication: unknown) (batch/lot number: 6rsl032; expiry date: jun-2019). On an unknown date in (B)(6) 2017, after unknown latency, the patient had swelling and pain. It was reported that aspiration was performed and steroid injection was provided. Corrective treatment: steroid injection for pain and steroid injection and aspiration for other events. Outcome: unknown for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 6rsl032 expiration date 30-jun-2019 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl032 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Follow up was received on 29-nov-2017. Expiry date of synvisc one was updated from jun-2019 to 30-jun-2019. Additional information was received on 12-dec-2017. Global ptc number and ptc results added. Text was amended accordingly.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 30-nov- 2017 from a nurse. . This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had swelling, pain and aspiration. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one. On an unknown date, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (indication: unknown) (batch/lot number: 6rsl032; expiry date: jun-2019). On an unknown date in (B)(6) 2017, after unknown latency, the patient had swelling and pain. It was reported that aspiration was performed and steroid injection was provided. Corrective treatment: steroid injection for pain and steroid injection and aspiration for other events. Outcome: unknown for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.